Manufacturer narrative:
Device analysis: the returned product consisted of a watchman truseal access system with the dilator in the sheath, and blood in the device. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient experienced a cerebral vascular accident. Radiofrequency ablation and a left atrial appendage (laa) closure procedure were being performed concomitantly. Left atrial appendage thrombus was excluded before the procedure. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The closure device was successfully implanted in the laa of the patient. The patient was then undergoing a left atrial appendage angiogram when the patient was noted to have aphasia, a slanting mouth angle and no response symptoms. The physician believed that a thrombus from the was had embolized and resulted in the patient experiencing a cerebral vascular accident. A cerebral angiography and computed tomography (CT) examination was performed. The patients condition following the procedure was stable. It was further reported that after the patient experienced a cerebral vascular accident an angiography of the patients brain vessels was immediately performed, and no abnormalities were found. A CT scan was conducted, but no thrombus was found either. The patient has been discharged from the hospital with only a slight impairment in language function, all other functions are normal.

Manufacturer narrative:
E1: initial reporter phone number is +(B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient experienced a cerebral vascular accident. Radiofrequency ablation and a left atrial appendage (laa) closure procedure were being performed concomitantly. Left atrial appendage thrombus was excluded before the procedure. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The closure device was successfully implanted in the laa of the patient. The patient was then undergoing a left atrial appendage angiogram when the patient was noted to have aphasia, a slanting mouth angle and no response symptoms. The physician believed that a thrombus from the was had embolized and resulted in the patient experiencing a cerebral vascular accident. A cerebral angiography and computed tomography (CT) examination was performed. The patients condition following the procedure was stable. It was further reported that after the patient experienced a cerebral vascular accident an angiography of the patients brain vessels was immediately performed, and no abnormalities were found. A CT scan was conducted, but no thrombus was found either. The patient has been discharged from the hospital with only a slight impairment in language function, all other functions are normal.

Event description:
It was reported that the patient experienced a cerebral vascular accident. Radiofrequency ablation and a left atrial appendage (laa) closure procedure were being performed concomitantly. Left atrial appendage thrombus was excluded before the procedure. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The closure device was successfully implanted in the laa of the patient. The patient was then undergoing a left atrial appendage angiogram when the patient was noted to have aphasia, a slanting mouth angle and no response symptoms. The physician believed that a thrombus from the was had embolized and resulted in the patient experiencing a cerebral vascular accident. A cerebral angiography and computed tomography (CT) examination was performed. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.